Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was being shutdown and no alarm was noted. The customer attempted to restart the iabp to continue therapy, but the iabp did not restart. The customer had suspicion of the arterial pressure on the monitor, and checked the operation of the iabp and found the iabp was being shutdown. The iabp was replaced to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue and verified that "system error (shutdown) was occurring. The fse determined that the main board had failed, and replaced it to resolve the issue. Unrelated to the complaint event, the batteries and the safety disk were also routinely replaced. All calibration, functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown and no alarm was noted. The customer attempted to restart the iabp to continue therapy, but the iabp did not restart. The customer had suspicion of the arterial pressure on the monitor, and checked the operation of the iabp and found the iabp was being shutdown. The iabp was replaced to continue therapy. No patient harm, serious injury or adverse event was reported.